Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(6); batch: 21488897.

Event description:
It was reported that patient had a lead fracture of their right cervical lead. Contact one looks to be not attached to right lead anymore and contact two may be attached but right lead tip curls over to the right. This was confirmed thru x-ray. No further action at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 21488897 UDI: (B)(4).

Event description:
It was reported that patient had a lead fracture of their right cervical lead. Contact one looks to be not attached to right lead anymore and contact two may be attached but right lead tip curls over to the right. This was confirmed thru x-ray. No further action at this time. Additional information was received that patient underwent explant procedure. Patient programmed well post-op.